Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22mg/dl. Low bg cause was not known. Reportedly, customer went to the emergency room. Customer was treated with unknown medication and carbohydrates. Treatment resolved the issue and there was no permanent damage. Customer was released later that same day. Recommendation was made to consult with a healthcare provider to discuss diabetes management.